Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection ribbon cable that was not attached to a connector. It could not be firmly established how the cable became disconnected from the connector. The ribbon cable was re-connected to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.